Manufacturer narrative:
H10 h3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was received outside of original packaging and without monofilaments. No visible damage to the device. A functional evaluation revealed the wheels function as intended. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the accu-pass suture shuttle did not work, the mono-filament was not feeding through the device. The procedure was completed without delay using a back-up device. No further complications reported.